Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty printed circuit board failure. The front panel was corroded and rusty as a result, the keys on the front panel did not work. In addition, the camera console connector was corroded and rusty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center is unable to display image. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, no image is likely due to the faulty printed board (ap), and buttons on the front panel are likely not working due to a corroded front panel. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.